Event description:
It was reported the closure device inadvertently detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was deployed, but was not in the correct position. One partial recapture was performed at an angle due to butting up against the shallow anatomy. On the second deployment, the closure device became inadvertently detached from the core wire. The closure device was not in the intended location. The device landed on it's side at the mouth of the appendage. The patient was sent to surgery to remove the device. The device was successfully removed through surgical intervention and the patient is expected to fully recover.

Manufacturer narrative:
H3: device eval by manufacturer: returned product consisted of a 24mm watchman flx implant. The delivery system was not returned for analysis. Inspection of the fabric, struts and anchors revealed no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported the closure device inadvertently detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was deployed, but was not in the correct position. One partial recapture was performed at an angle due to butting up against the shallow anatomy. On the second deployment, the closure device became inadvertently detached from the core wire. The closure device was not in the intended location. The device landed on it's side at the mouth of the appendage. The patient was sent to surgery to remove the device. The device was successfully removed through surgical intervention and the patient is expected to fully recover.